Manufacturer narrative:
Investigation results: a DHR was completed and no defects were found. No quality notifications were issued for this batch 7086784-produced on 5/27/17 with zero defects found. 7118819-produced on 6/11/17 with zero defects found. 7086787-produced on 6/4/17 with zero defects found. A sample was returned but has gone missing. Without the actual sample determination of what caused leakage was not possible to identify. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Therefore, care must be taken when the plunger rod is extended during application of the syringe. Conclusion: based on the above, no corrective action is required at this time.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7086784, medical device expiration date: 4/30/2022, device manufacture date: 3/27/2017. Medical device lot #: 7118819, medical device expiration date: 4/30/2022, device manufacture date: 4/28/2017. Medical device lot #: 7086787, medical device expiration date: 4/30/2022, device manufacture date: 3/27/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the 60 ml bd¿ syringe with bd luer-lok¿ tip leaked in between the plunger rings of the syringes¿ when the MRI nurse tried drawing up 3 syringes of propofol. Found before use. No serious injury or medical intervention noted.